Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), hypersensitivity ("hypersensitivity reactions"), bladder disorder ("bladder/urinary problems"), dyspareunia ("dyspareunia") and discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal problems"). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, dyspareunia, hormone level abnormal and discomfort outcome was unknown. The reporter considered bladder disorder, discomfort, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity and pelvic pain to be related to essure. The reporter commented: medical professionals recommended to undergo a salpingectomy. This procedure has been delayed as a result of the covid-19 pandemic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: reporter information and patient's initials updated; date of birth provided; new events heavy bleeding, hypersensitivity reactions, bladder/urinary problems, dyspareunia, hormonal problems and discomfort added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 32 year-old female patient who had essure inserted (lot no. D35379,d30801). Additional non-serious events are detailed below. The patient had a medical history of asthma on (B)(6) 2021, seizure on (B)(6) 2020, fracture of clavicle in 1991 and falling, fibromyalgia, ovarian cystectomy, parity 3, ovarian cyst, low back pain and postnatal depression (excl psychosis). Previously administered products included: mirena for fell out. Concurrent conditions were listed as burning sensation, fatigue, vaginal pain, bacterial vaginosis, breast tenderness, painful periods, dizziness, hypersensitivity and numbness in leg. Concomitant products included tramadol, naproxen, diazepam, amitriptyline, pregabalin, salbutamol, duloxetine, fostair (beclometasone dipropionate;formoterol fumarate), lansoprazole and co-codamol eff. (Paracetamol + codeine phosphate). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1111 days after essure insertion, she experienced pelvic organ prolapse ("symptoms of pelvic organ prolapse") and mixed incontinence ("mixed urinary incontinence"). On (B)(6) 2020 she experienced abdominal pain lower ("lower abdominal pain recurrent"). On (B)(6) 2020 she experienced fibromyalgia ("fibromyalgia"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), hypersensitivity ("hypersensitivity reactions /allergic"), bladder disorder ("bladder/urinary problems"), dyspareunia ("dyspareunia"), discomfort ("discomfort") and mental disorder ("psychological issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal by hysteroscopy laparoscopy bilateral salpingectomy, adhesiolysis on (B)(6) 2021).essure was removed on (B)(6) 2021. At the time of the report, the outcomes for pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, dyspareunia, hormone level abnormal, discomfort, pelvic organ prolapse, mixed incontinence, abdominal pain lower and fibromyalgia were unknown. The reporter considered abdominal pain lower, bladder disorder, discomfort, dyspareunia, fibromyalgia, genital haemorrhage, hormone level abnormal, hypersensitivity, mental disorder, mixed incontinence, pelvic organ prolapse and pelvic pain to be related to essure administration. The reporter commented: medical professionals recommended to undergo a salpingectomy. This procedure has been delayed as a result of the covid-19 pandemic. Detailing the procedure as she had 4 springs in the right tube and 5 springs in the left tube. Single essure was inserted into each fallopian tube with 4 coils on right and 5 coils on left visible within cavity. Nov ¿ rheumatology appt. End of jul to remove essure devices. Procedure listed for hysteroscopy, laparoscopy +/- removal of essure devices. Insertion date provided in summon : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging spinal] on (B)(6) 2017: conclusions: cause of patient¿s thoracic spine pain is not identified.; on (B)(6) 2019: central disc protrusion at l5-s1 level [pregnancy test] on (B)(6) 2016: pregnancy test: negative [ultrasound scan vagina] on (B)(6) 2016: both devices were identified at uterine fundus and were seen to extend laterally from upper endometrium to outer myometrium; on (B)(6) 2019: impression: no free fluid; on (B)(6) 2020: conclusion: possible essure within right adnexa. Lot number: d30801, production date: 2014-11-05, expiration date: 2017-11-28. Lot number: d35379, production date: 2014-12-05, expiration date: 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jul-2022: summon received :removal hospital name added, pregnancy changed from unk to no, event-"psychological disorder nos" added, rcc updated. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 32 year-old female patient who had essure inserted (lot no. D35379,d30801). Additional non-serious events are detailed below. The patient had a medical history of asthma on (B)(6) 2021, seizure on (B)(6) 2020, fracture of clavicle in 1991 and falling, fibromyalgia, ovarian cystectomy, parity 3, ovarian cyst, low back pain and postnatal depression (excl psychosis). Previously administered products included: mirena for fell out. Concurrent conditions were listed as burning sensation, fatigue, vaginal pain, bacterial vaginosis, breast tenderness, painful periods, dizziness, hypersensitivity and numbness in leg. Concomitant products included tramadol, naproxen, diazepam, amitriptyline, pregabalin, salbutamol, duloxetine, fostair (beclometasone dipropionate;formoterol fumarate), lansoprazole and co-codamol eff. (Paracetamol + codeine phosphate). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1111 days after essure insertion, she experienced pelvic organ prolapse ("symptoms of pelvic organ prolapse") and mixed incontinence ("mixed urinary incontinence"). On (B)(6) 2020 she experienced abdominal pain lower ("lower abdominal pain recurrent"). On (B)(6) 2020 she experienced fibromyalgia ("fibromyalgia"). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), hypersensitivity ("hypersensitivity reactions"), bladder disorder ("bladder/urinary problems"), dyspareunia ("dyspareunia") and discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal by hysteroscopy laparoscopy bilateral salpingectomy, adhesiolysis on (B)(6) 2021). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain lower, bladder disorder, discomfort, dyspareunia, fibromyalgia, genital haemorrhage, hormone level abnormal, hypersensitivity, mixed incontinence, pelvic organ prolapse and pelvic pain to be related to essure administration. The reporter commented: medical professionals recommended to undergo a salpingectomy. This procedure has been delayed as a result of the covid-19 pandemic. Detailing the procedure as she had 4 springs in the right tube and 5 springs in the left tube. Single essure was inserted into each fallopian tube with 4 coils on right and 5 coils on left visible within cavity. Nov ¿ rheumatology appt. End of jul to remove essure devices. Procedure listed for hysteroscopy, laparoscopy +/- removal of essure devices. Insertion date provided in summon : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging spinal] on (B)(6) 2017: conclusions: cause of patient¿s thoracic spine pain is not identified.; on (B)(6) 2019: central disc protrusion at l5-s1 level [pregnancy test] on (B)(6) 2016: pregnancy test: negative [ultrasound scan vagina] on (B)(6) 2016: both devices were identified at uterine fundus and were seen to extend laterally from upper endometrium to outer myometrium; on (B)(6) 2019: impression: no free fluid; on (B)(6) 2020: conclusion: possible essure within right adnexa. Lot number: d30801, production date: 2014-11-05, expiration date: 2017-11-28. Lot number: d35379, production date: 2014-12-05, expiration date: 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-may-2022: the follow informantion were included new physician's reporter, historical drug, lab data, pelvic prolapse, mixed urinary incontinence, lower abdominal pain, fibromyalgia. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D35379,d30801) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma on (B)(6) 2021, seizure on (B)(6) 2020, fracture of clavicle on (B)(6) 1991, postnatal depression (excl psychosis), low back pain, ovarian cyst, parity 3, ovarian cystectomy, fibromyalgia and falling. Concurrent conditions included numbness in leg, hypersensitivity, dizziness, painful periods, breast tenderness, bacterial vaginosis, vaginal pain, fatigue and burning sensation. Concomitant products included amitriptyline, beclometasone dipropionate;formoterol fumarate (fostair), diazepam, duloxetine, lansoprazole, naproxen, paracetamol + codeine phosphate (co-codamol eff.), pregabalin, salbutamol and tramadol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), hypersensitivity ("hypersensitivity reactions"), bladder disorder ("bladder/urinary problems"), dyspareunia ("dyspareunia") and discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, dyspareunia, hormone level abnormal and discomfort outcome was unknown. The reporter considered bladder disorder, discomfort, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity and pelvic pain to be related to essure. The reporter commented: medical professionals recommended to undergo a salpingectomy. This procedure has been delayed as a result of the covid-19 pandemic. Detailing the procedure as she had 4 springs in the right tube and 5 springs in the left tube. Single essure was inserted into each fallopian tube with 4 coils on right and 5 coils on left visible within cavity. Nov ¿ rheumatology appt. End of jul to remove essure devices. Procedure listed for hysteroscopy, laparoscopy +/- removal of essure devices. Insertion date provided in summon : (b)(^) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging spinal - on (B)(6) 2017: conclusions: cause of patient¿s thoracic spine pain is not identified.; on (B)(6) 2019: central disc protrusion at l5-s1 level. Pregnancy test - on (B)(6) 2016: pregnancy test: negative. Ultrasound scan vagina - on 19-feb-2016: both devices were identified at uterine fundus and were seen to extend laterally from upper endometrium to outer myometrium; on (B)(6) 2019: impression: no free fluid; on (B)(6) 2020: conclusion: possible essure within right adnexa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2022: summon received : essure stop date, lot number, reporter causality comment added a lot number was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D35379,d30801) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma on (B)(6) 2021, seizure on (B)(6) 2020, fracture of clavicle on (B)(6) 1991, postnatal depression (excl psychosis), low back pain, ovarian cyst, parity 3, ovarian cystectomy, fibromyalgia and falling. Concurrent conditions included numbness in leg, hypersensitivity, dizziness, painful periods, breast tenderness, bacterial vaginosis, vaginal pain, fatigue and burning sensation. Concomitant products included amitriptyline, beclometasone dipropionate;formoterol fumarate (fostair), diazepam, duloxetine, lansoprazole, naproxen, paracetamol + codeine phosphate (co-codamol eff.), pregabalin, salbutamol and tramadol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), hypersensitivity ("hypersensitivity reactions"), bladder disorder ("bladder/urinary problems"), dyspareunia ("dyspareunia") and discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, dyspareunia, hormone level abnormal and discomfort outcome was unknown. The reporter considered bladder disorder, discomfort, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity and pelvic pain to be related to essure. The reporter commented: medical professionals recommended to undergo a salpingectomy. This procedure has been delayed as a result of the covid-19 pandemic. Detailing the procedure as she had 4 springs in the right tube and 5 springs in the left tube. Single essure was inserted into each fallopian tube with 4 coils on right and 5 coils on left visible within cavity. Nov ¿ rheumatology appt. End of jul to remove essure devices. Procedure listed for hysteroscopy, laparoscopy +/- removal of essure devices. Insertion date provided in summon : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging spinal - on (B)(6) 2017: conclusions: cause of patient¿s thoracic spine pain is not identified.; on (B)(6) 2019: central disc protrusion at l5-s1 level. Pregnancy test - on (B)(6) 2016: pregnancy test: negative. Ultrasound scan vagina - on (B)(6) 2016: both devices were identified at uterine fundus and were seen to extend laterally from upper endometrium to outer myometrium; on (B)(6) 2019: impression: no free fluid; on (B)(6) 2020: conclusion: possible essure within right adnexa.. Lot number:d30801, production date: 2014-11-05, expiration date: 2017-11-28; lot number:d35379, production date: 2014-12-05, expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 13-apr-2022: quality safety evaluation of ptc. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/pain, including chronic pain;") in a 32 year-old female patient who had essure inserted (lot no. D35379,d30801). Additional non-serious events are detailed below. The patient had a medical history of asthma on 14-jan-2021, seizure on 21-apr-2020, fracture of clavicle in 1991 and pelvic pain female, pins and needles, vomiting, nausea, bloating, uterine cramps (cramping lower abdominal pain that can also be sharp and stabbing in nature), heavy periods, pain legs, neck pain, dorsal pain, falling, fibromyalgia, ovarian cystectomy, parity 3, ovarian cyst, low back pain and postnatal depression (excl psychosis). Previously administered products included: mirena for fell out. Concurrent conditions were listed as burning sensation, fatigue, vaginal pain, bacterial vaginosis, breast tenderness, painful periods, dizziness, hypersensitivity and numbness in leg. Concomitant products included naproxen since 21-jul-2021, amitriptyline since 05-sep-2017, tramadol, diazepam, pregabalin, salbutamol, duloxetine, fostair (beclometasone dipropionate;formoterol fumarate), lansoprazole and co-codamol eff. (Paracetamol + codeine phosphate). On 19-nov-2015, the patient had essure inserted. On 04-dec-2018, 1111 days after essure insertion, she experienced pelvic organ prolapse ("symptoms of pelvic organ prolapse") and mixed incontinence ("mixed urinary incontinence"). On 01-jun-2020 she experienced abdominal pain lower ("lower abdominal pain recurrent"). On 20-jul-2020 she experienced fibromyalgia ("fibromyalgia/exacerbation of symptoms of fibromyalgia"). Essure was removed on 21-jul-2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding/ abnormal bleeding;"), hypersensitivity ("hypersensitivity reactions /allergic"), bladder disorder ("bladder/urinary problems"), dyspareunia ("dyspareunia"), discomfort ("discomfort"), mental disorder ("psychological issues"), brain fog ("brain fog"), fatigue ("fatigue") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal by hysteroscopy laparoscopy bilateral salpingectomy, adhesiolysis on 21-jul-2021). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, dyspareunia, hormone level abnormal, discomfort, pelvic organ prolapse, mixed incontinence, abdominal pain lower and fibromyalgia were unknown. The reporter considered abdominal pain lower, bladder disorder, brain fog, discomfort, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hormone level abnormal, hypersensitivity, mental disorder, mixed incontinence, pelvic organ prolapse, pelvic pain and tooth disorder to be related to essure administration. The reporter commented: medical professionals recommended to undergo a salpingectomy. This procedure has been delayed as a result of the covid-19 pandemic. Detailing the procedure as she had 4 springs in the right tube and 5 springs in the left tube. Single essure was inserted into each fallopian tube with 4 coils on right and 5 coils on left visible within cavity. Nov ¿ rheumatology appt. End of jul to remove essure devices. Procedure listed for hysteroscopy, laparoscopy +/- removal of essure devices. Insertion date provided in summon : 18-nov-2015. Diagnostic results (normal ranges are provided in parenthesis if available): [blood gases] on 21-apr-2020: done [electrocardiogram] on 21-apr-2020: done [magnetic resonance imaging spinal] on 15-aug-2017: conclusions: cause of patient¿s thoracic spine pain is not identified.; on 27-may-2019: central disc protrusion at l5-s1 level [pregnancy test] on 26-may-2016: pregnancy test: negative [ultrasound pelvis] on 15-mar-2020: specifically showed a uterus measuring 76 x 40 x 45 mm. The endometrial thickness was 10.6mm and no uterine or endometrial pathology was seen. The right and left ovary looked normal and both essure implants were seen [ultrasound scan vagina] on 19-feb-2016: both devices were identified at uterine fundus and were seen to extend laterally from upper endometrium to outer myometrium; on 14-may-2019: impression: no free fluid; on 24-jul-2020: conclusion: possible essure within right adnexa. Lot number:d30801 production date 2014-11-05 expiration date 2017-11-28 lot number:d35379 production date 2014-12-05 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 30-jan-2024: medical record received. Reporters information added. Patient medical history and lab data updated. New events brain fog , fatigue , tooth disorder addded. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.